Manufacturer narrative:
(B)(4). S/w version = 4.11d. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged for cosmetic damage involving a crack located at the battery compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump successfully downloaded history files and traces using thus. Pump error 37 alarmed during testing on (B)(6) 2022 09:10:27.000 but was still able to perform testing after retrying. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage was confirmed at the battery tube threads and cracked case (battery tube). Pump error 37 was confirmed due to moisture damage on the motor. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had cracked alongside battery compartment. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer will continue the use of the pump. The device was returned for analysis.